Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The rse dispatched a philips authorized service provider (asp) onsite to evaluate the device. The asp confirmed with the customer there was no sound coming from the speaker and there was a speaker inoperative message present. The customer was provided with a replacement speaker assembly to resolve the issue. (B)(6).

Event description:
Philips received a complaint on the intellivue mx430 patient monitor indicating alarm speaker was not working, audio was not confirmed. The device was not in use on a patient at the time of event, there was no adverse event reported.